Event description:
A customer contacted beckman coulter reporting that their coulter act diff 2 analyzer leaked about 1.5 oz of fluid onto the counter and the top of a tube was wet. The customer was wearing personal protective equipment (ppe) consisting of gloves, gown and goggles at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and found that the rinse block was leaking and discovered that the line from the rinse block to the vacuum chamber had a clot in it. Fse cleared the clot from the line, ran a blank sample and verified the rinse block no longer leaked. Fse then ran a shutdown and startup and all parameters were within specification and no more leakage was observed. The cause of the leak was a clot in the drain path from the probe rinse block to the vacuum chamber. (B)(4).